Event description:
Additional information: it was noted the patient¿s "primary physician charted a programming error."

Event description:
Approximately 6 months ago, the expected residual volume was 4 ml and the actual residual volume was 32 ml. Per the health care provider this was a one time event and there had been no discrepancy since. The pump delivered lioresal. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported that the patient had no symptoms at all and did not experience withdrawal. The reporter stated that this may have been due to additional oral medications that the patient was taking that may have "masked" any symptoms the patient would have experienced. The physician "pulled out" all of the medication from the pump to ensure volume accuracy. The health care provider (hcp) performed a roller and a dye study to make sure that everything was in working order and it was. Following the discrepancy the pump was refilled and every refill since there has been no issues in regard to the discrepancy. It was reported that the pump and catheter were working fine.

Manufacturer narrative:
Catheter: model #: 8731sc, serial #: (B)(4), implanted on: (B)(4), explanted on: unknown; catheter: model #: 8709, serial #: (B)(4), implanted on: (B)(6) 2004, explanted on: unknown. (B)(4).

Manufacturer narrative:
(B)(4).